Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a detaching issue occurred after use with a pen ndl 32ga 4mm. The following information was provided by the initial reporter, "the pen needle was difficult removed from a pen due to the outer cover was loose."